Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when test strips were found to have results above range when tested with control solution. On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately low compared to a lab device. The reporter claimed obtaining a blood glucose reading of 93 mg/dl with the subject meter and 114 mg/dl on the lab device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The patient did not experience any symptoms or seek any medical attention because of the reported issue. This complaint was initially ruled out because, there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.